Event description:
Placement of wire proceeded routinely. No rough handling or unusual events. Specimen returned with wire broken at tip and target microcalcification cluster not seen. Situation required more extensive surgery to retrieve target microcalcifications. Surgeon stated that the wire was not cut by surgical instruments.